Event description:
It was reported that there was white particulate matter (pm) in the tubing of a titanium transfer set. This occurred during use of the device for peritoneal dialysis therapy. No clogging was observed and transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in h3, h6 and h10. H10: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. The photograph was visually inspected and showed speckled spots (white residue) on the silicone tubing. The reported condition was verified. The white residue has previously been identified as fatty acid and is not a component of the transfer set and was caused from the patient¿s therapy. Should additional relevant information become available, a supplemental report will be submitted.